Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 scope and shears would not slide into harvesting cannula. Another kit was opened to do procedure.

Manufacturer narrative:
Trackwise #(B)(4). Corrected section : b5-summary. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 scope and shears would not slide into harvesting cannula. Another kit was opened to do procedure. No patient harm or consequences as a result of the above mentioned malfunction.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct-2019 through sep-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 02nov2021. An investigation was concluded on 19jan2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed on the cannula handle. An endoscope was not returned for evaluation. The harvesting device was not returned with the cannula. There were no visual defects observed on the cannula. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.